Manufacturer narrative:
Testing of actual/suspected device : at this time, the customer has not requested for getinge to evaluate the iabp unit involved. Attempts are being made to obtain additional information. If additional information is provided, a supplemental report will be submitted. Additional reporter name: (B)(6), administrator / supervisor. Not returned to manufacturer.

Event description:
It was reported that during use on a transplant patient candidate with previous heart failure, progressed to kidney failure while on the unknown intra-aortic balloon pump (iabp). The customer reported autofill failures, pumping and showing a heart rate (hr) of 40 but the patient's actual heartrate was 90. It was noted that no echocardiogram (ECG) was detected so went to pressure trigger in auto mode. When the intra-aortic balloon (iab) was discontinued, it was discovered that the wire lumen had sheared inside iab membrane distal to co-lumen section. The customer had not attributed the adverse event to the device. The associated iab was reported on medwatch (B)(4).

Event description:
N/a.